Manufacturer narrative:
Device evaluation summary: the service personnel (sp) inspected the ventilator, found voltage codes in memory and changed the direct current (dc)-dc converter printed circuit board assembly (pcba). During testing the ventilator failed the psol (proportional solenoid) and replaced the ifm (inspiratory flow module). After repair, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The returned dc -dc converter pcba was attached to the test ventilator for analysis and powered up. No errors were recorded in the logs. Testing passed but after running in ventilation mode for several hours ,the ventilator failed with multiple out of range error codes. The observed behavior is consistent with a partial failure of component c83. The ifm pcb (printed circuit board) was returned for failure investigation. On visual inspection of the component, it was found that the gas supply connector, reference designator p16 was damaged and ripped completely from the pcb. Due to the extent of the damage caused to the pcb, no further testing could take place. It is unknown at what point this damage occurred in the field. The likely cause of the event was isolated to partial failure of component c83 in dc-dc converter and damaged gas supply connector, reference designator p16 in ifm pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.